Event description:
Reporter stated that pt had been receiving elevated blood glucose results (> 200 mg/dl), while using the suspect device. Reporter (pt's spouse) indicated that yesterday, pt did not recognize their spouse when their spouse came home from work. Reporter checked pt's blood glucose, which measured 236 mg/dl. Reporter phoned emergency medical services, and upon their arrival, pt's blood glucose measured 53 mg/dl (using emt's blood glucose monitor). Pt was transported to the hosp, where a lab test measured their blood glucose at 45 mg/dl. Pt was given an intravenous glucose solution, and remained at the hosp until their blood glucose measured > 200mg/dl. Controls had not been run on the system. A request was made for the return of the suspect device and replacement product was shipped.